Event description:
It was reported that the patient presented at a follow-up in clinic. It was noted that the pacemaker found in the back-up mode. Programming changes were made resolving the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of pacemaker in backup mode was confirmed. Analysis of the device image revealed the cause of backup is consistent with an anomalous circuit on the hybrid. Further cybersecurity screening, thermal testing, and mechanical testing was performed and no anomalies were noted. Based on this information, backup mode was caused by a hybrid component anomaly.

Event description:
Additional information received indicated that the event of the pacemaker found in back-up mode reoccurred on (B)(6) 2022. Programming changes were made for the event that occurred on (B)(6) 2022 resolving the issue. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the event of the pacemaker found in back-up mode reoccurred on(B)(6) 2022 and (B)(6)2022. The pacemaker was explanted and replaced on (B)(6) 2022.the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 - previously mentioned dates for backup vvi reoccurrence should be 22 mar 2022 and 10 apr 2022 instead of 06 apr 2022 and 20 apr 2022.